Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was removed from service due to an abnormal increase in lead impedance measurements.